Event description:
Complainant alleged that during biomed testing, the device would not power on with battery power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a fuse on the battery interconnect board. Trend analysis for failures of this type does not indicate an increase in frequency.